Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue and leak were confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for inflation issues, leaks, difficulty removing the protective sheath or shaft separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there was unusual resistance when removing the protective sheath during unpacking the device and required more force than usual to remove it. The device was still used and was advanced to the lesion without issue; however, when attempting to deploy the implant, the balloon would not inflate. The device was removed from the patient at which time a leak in the shaft was observed. A 3.0 x 28 mm xience stent was implanted to successfully complete the procedure. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight, fielder xt; inflation: biometrix; guide cath: boston scientific cls 3.5 mach; sheath: terumo. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.